Event description:
It was reported the ultrasound bronchofibervideoscope exhibited the camera not transmitting the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of the camera is not transmitting the image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg) lens has a chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. The most probable cause of the additional failure(s) is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited the light guide (lg) lens had a chip. There were no reports of patient involvement.